Manufacturer narrative:
.

Event description:
On (B)(6) 2016, the customer reported that the blood glucose level had decreased to the target range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's current blood glucose (bg) level was 585 mg/dl and an insulin injection was used to address the bg level. As the occlusions had occurred in the past and the customer had performed troubleshooting for the current occlusion prior to contacting tandem customer technical support, a cause of the occlusions was unable to be determined. Tandem clinical diabetes specialist contacted the customer and offered additional assistance, the customer declined.